Event description:
Ep reviewed. When the catheter was connected to the cable, there was no signal showing on the monitor. The catheter was removed and a new catheter was inserted. The new catheter worked properly and there was a signal on the monitor. The procedure completed smoothly, and no injury to the patient. Manufacturer response for nav st, biosense webster nav st (per site reporter): we have reported numerous of these catheters but no response from MFR. We continue to use the product.